Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The stent graft was found partially released and the outer sheath was found to be highly elongated and fractured, which indicated that increased friction affected the delivery system during attempt of stent graft deployment. A failure particularly related to the distal markers could not be identified. Potential factors which may have caused or contributed to the reported deployment failure have been considered. The reported application presents an off label use of the device. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Regarding the placement site the IFU states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established."; the device is intended for use in the iliac and femoral arteries. (B)(4).

Event description:
It was reported that during a stent graft deployment procedure intended to remove an aneurysms in the right subclavian artery with access through the left femoral common artery, the device allegedly failed to deploy. Reportedly, the outer sheath was blocked by the stent struts, therefore the device was removed from the patient's body. It was further reported that the health care provider attempted to deploy the stent graft outside the patient causing an alleged outer sheath catheter fracture. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The product catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure intended to remove aneurysms in the right subclavian artery with access through the left femoral common artery, the device allegedly failed to deploy. Reportedly, the outer sheath was blocked by the stent struts, therefore the device was removed from the patient's body. After removal, attempts were made to deploy the stent graft, however the outer sheath of the delivery system allegedly fractured. Another device was used to complete the procedure. There was no reported patient injury.